Manufacturer narrative:
Used samples were returned for evaluation. The needles were visually inspected. There were several marks on the body of the needle and it was bent at the middle of the body of the needle by use of the needle holder. According to the sample condition suggest an improper handling of the needle. Additional samples were returned for analysis. All needles were compared with the drawing printed on straight pack and the needles met the requirements according to description in the packaging. Needles shadow must not fall outside of curve tolerance lines. No needles bending were found. A distortion was observed in one of the samples at the middle of the body of the needle by use of the needle holder. No needle bending was observed. According to the sample condition suggest an improper handling of the needle.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code and lot# involved.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2016 and suture was used. During use the needle was bent. The procedure was completed using a like device. There was no patient consequence reported.